Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room after being shocked inappropriately due to myopotential noise and oversensing. The noise was able to be reproduced in all three sensing vectors with patient isometrics. Variable r wave amplitude measurements and undersensing were also noted. X-rays were performed at that time, but the results were unknown. The device was reprogrammed to a different sensing vector. Additional information was received which reported that the patient received another inappropriate shock due to p wave and t wave oversensing. Technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device system remains in service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room after being shocked inappropriately due to myopotential noise and oversensing. The noise was able to be reproduced in all three sensing vectors with patient isometrics. Variable r wave amplitude measurements and undersensing were also noted. X-rays were performed at that time, but the results were unknown. The device was reprogrammed to a different sensing vector. Additional information was received which reported that the patient received another inappropriate shock due to p wave and t wave oversensing. Technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device system remains in service. Additional information was received which reported that the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room after being shocked inappropriately due to myopotential noise and oversensing. The noise was able to be reproduced in all three sensing vectors with patient isometrics. Variable r wave amplitude measurements and undersensing were also noted. X-rays were performed at that time, but the results were unknown. The device was reprogrammed to a different sensing vector. Additional information was received which reported that the patient received another inappropriate shock due to p wave and t wave oversensing. Technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device system remains in service. Additional information was received which reported that the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.